Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope exhibited cleaning concerns. The scope was reported to be difficult to clean, with black and brown spots remaining within the channel and a green hue observed. The issue was identified during an unknown colonoscopy procedure and the procedure was completed using an olympus backup device. The event resulted in a procedural delay of approximately 30 minutes. There were no reports of patient harm.